Event description:
It was reported to philips that the flexvision monitor was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision monitor was not working properly. Upon troubleshooting fse found that there was a malfunction in the flex vision monitor, which failed to turn on. Fse suggested to replace the flex vision pc and repair service was sent to customers, however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome. Device problem code was updated correctly.